Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure coils noted in the endometrium and thickened endometrium, migration'), embedded device ('one of her essure coils noted in the endometrium and thickened endometrium'), menometrorrhagia ('menometrorrhagia') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. E13066) inserted for female sterilisation. The patient's medical history included depression and asthma. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, embedded device and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, menometrorrhagia and pelvic pain to be related to essure. Batch no e13066 production date 2015-06-24 expiration date 2018-06-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. On 28-jan-2020: pif document received: reporter added, date of removal updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device expulsion ('one of her essure coils noted in the endometrium and thickened endometrium'), embedded device ('one of her essure coils noted in the endometrium and thickened endometrium'), menometrorrhagia ('menometrorrhagia') and pelvic pain ('pelvic pain') in a female patient who had essure (batch no. E13066) inserted for female sterilisation. The patient's medical history included depression and asthma. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the device expulsion, embedded device and pelvic pain outcome was unknown. The reporter considered device expulsion, embedded device, menometrorrhagia and pelvic pain to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.